Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that a patient incident occurring involving an allegation of alarm failure for an infant patient however the customer has since indicated that the alarm did occur but staff did not respond as expected. A (B)(6) year old infant coded with a delay of treatment occurring according to the customer.

Manufacturer narrative:
No malfunction occurred. The customer reported that a 1-2 year old infant patient in the nicu coded however a review of data between the customer and the philips solutions center confirmed that alarms were provided however staff did not respond in a timely manner to the alarms according to the customer. The customer has indicated that they tested the device themselves and the device was noted to be operating normally. The device is deemed a factor in this occurrence as the customer indicated use of the device and failure to respond occurred. The customer has indicated they do not believe a malfunction of the product occurred. No further action or investigation is warranted at this time.